Manufacturer narrative:
Citation: yu xiao-bo, li shao-yi, yu bo, tang tao, diao hong-yu, wang cheng-lin. Endovascular treatment of brain arteriovenous malformations in 32 cases with onyx embolization. Journal of clinical rehabilitative tissue engineering research june 3, 2008 vol.12, no.23. The purpose of this study was to conduct a retrospective analysis on the effect of onyx on treating arteriovenous malformations (avms). Thirty-two brain avms were studied from august 2005 to august 2997. The patients were treated with a total of 36 endovascular embolization in 56 feeder vessels with onyx. The authors conclude that as a result of the favorable outcome and low complications from this study, onyx is a safe micro-invasive and effective method of the complete and permanent occlusion for endovascular treatment of patients with brain avms. Within the translated abstract, there was no confirmed defect or device deficiency. There was limited information available. The article notes that both ultraflow and marathon microcatheters were used in the procedures, however, the specific microcatheter device used in this event was not reported. The locations of the avm's treated, the amount of onyx reflux/catheter entrapment, patient information, and device were not reported in the abstract. Based on the reported information, review of ifus, and review of literature to investigate the complaint, the most likely cause for the reported events is procedure related. Additional information has been requested from the corresponding author. Should it become available, a supplemental report will be submitted. Mdrs from this literature review: 2029214-2017-00477, 2029214-2017-00478, and 2029214-2017-00479. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that microcatheter (marathon or ultraflow) withdraw failure occurred in 1 case. The patient was receiving onyx embolization treatment of a brain arteriovenous malformation.